Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was beeping continuously. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the top case corners chipped, cracked right plunger case and visible contamination. Both tamper seals were intact. There was no evidence of the error, as the error log was unavailable. The customer reported problem was verified/duplicated, as the device powered up with a constant alarm, yet with no display. The investigation found blank screen with constant alarm at power up. It was found that the pump failed to update following software package download. The cause of the reported problem was unknown, however it was reported that the customer could not execute the procedure correctly due to incorrect directions. For corrective action, software was uploaded from base unit (interconnect board) to head unit (main board) by performing power point process. The root cause of the reported problem was undetermined. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review is not required. Service review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue., corrected data: correction: h4: mfg. Date. 20-sep-2012; d4: model number: 4000.